Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular lead presented for follow-up, at which time loss of capture and dislodgement were observed. The physician elected to surgically intervene so as to reposition the lead tip; however, a non functional helix mechanism did not allow for extension and retraction capabilities. The lead was removed and replaced in absence of further adverse effects. The patient was reported as stable and the explanted product returned for analysis.

Manufacturer narrative:
Following return and completion of analysis, this event will be further updated.

Event description:
It was reported that the patient with this right ventricular lead presented for follow-up, at which time loss of capture and dislodgement were observed. The physician elected to surgically intervene so as to reposition the lead tip; however, a non functional helix mechanism did not allow for extension and retraction capabilities. The lead was removed and replaced in absence of further adverse effects. The patient was reported as stable and the explanted product is expected to be returned for analysis.